Event description:
As reported, the patient underwent robotic repair of an umbilical hernia with the implant of soft mesh on (B)(6) 2025. Per information reported, the patient experienced abdominal pain, vomiting, and open abdominal wall wound as such returned to the ed on (B)(6) 2025. An exploratory laparotomy was performed which found that a section of the small bowel had become incarcerated through a 4cm tear in the mesh.

Manufacturer narrative:
As reported, the patient experienced abdominal pain, vomiting and abdominal wall wound following the implantation of a soft mesh. During an exploratory laparotomy it was found that a section of small bowel had become incarcerated through a 4cm tear in the mesh. No additional information has been provided upon request. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. Review of manufacturing records confirms product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the patient experienced abdominal pain, vomiting and abdominal wall wound following the implantation of a soft mesh. During an exploratory laparotomy it was found that a section of small bowel had become incarcerated through a 4cm tear in the mesh. No additional information has been provided upon request. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. Review of manufacturing records confirms product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum 1: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the correction in imdrf annex e code. Based on the reported information, a portion of the small bowel became incarcerated through a 4 cm tear in the mesh. This recurrence has been documented in the e code. Addendum 2: this supplemental emdr is submitted to document additional information provided. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. Hernia recurrence is listed as a possible complication in the adverse reaction section of the instructions-for-use, provided with the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent robotic repair of an umbilical hernia with the implant of soft mesh on (B)(6) 2025. Per information reported, the patient experienced abdominal pain, vomiting, and open abdominal wall wound as such returned to the ed on (B)(6) 2025. An exploratory laparotomy was performed which found that a section of the small bowel had become incarcerated through a 4cm tear in the mesh. Addendum per additional information provided: as reported, on (B)(6) 2025 the patient underwent repair of 3.5cm hernia defect with soft mesh. As reported the mesh was not tailored prior to use and was fixated with 3-0 vicryl sutures. During the patient's visit to the ed on (B)(6) 2025, a recurrent umbilical hernia was noted and an additional surgery was performed. During the procedure, a tear was located in the center of the mesh and was repaired with 0 prolene sutures. Hence the mesh was not explanted.

Event description:
As reported, the patient underwent robotic repair of an umbilical hernia with the implant of soft mesh on (B)(6) 2025. Per information reported, the patient experienced abdominal pain, vomiting, and open abdominal wall wound as such returned to the ed on (B)(6) 2025. An exploratory laparotomy was performed which found that a section of the small bowel had become incarcerated through a 4cm tear in the mesh.

Manufacturer narrative:
As reported, the patient experienced abdominal pain, vomiting and abdominal wall wound following the implantation of a soft mesh. During an exploratory laparotomy it was found that a section of small bowel had become incarcerated through a 4cm tear in the mesh. No additional information has been provided upon request. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. Review of manufacturing records confirms product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the correction in imdrf annex e code. Based on the reported information, a portion of the small bowel became incarcerated through a 4 cm tear in the mesh. This recurrence has been documented in the e code. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.